Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer's blood glucose level was 230mg/dl. Reportedly, the pump supplies were changed to resolve the issue.